Event description:
Given synvisc into l knee (B)(6) 2011. This was the second in a series of 3 weekly injections. After first injection ((B)(6) 2011) had some mild arthralgias. After second injection (B)(6) developed joint pain without any myalgia, fever, or any other symptoms. Joints involved bilateral shoulders, knees (including contralateral knee), both hips. No effusion, or erythema of joints. No systemic signs or symptoms otherwise. Next day, joint pains worse, difficulty with ambulation. No edema, etc, no systemic signs. Next day (2 days after joint injection) all symptoms had resolved.